Event description:
The device was used to check the patient's blood glucose and a value of 101 mg/dl was obtained. They displayed hypoglycemic symptoms and emergency medical technicians were called. Patient was given unknown medications and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.